Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the access instrument. A patient sample was tested for accu tni and a result of 0.74ng/ml was obtained. The accu tni result was reported out of the lab and questioned by the physician. The original sample was retested for accu tni on the next day. The repeated accu tni result was 0.06ng/ml. There was no report of patient injury requiring medical intervention or a change to patient treatment that can be connected with or attributed to this event.

Manufacturer narrative:
The specimen was collected in a 16x100, plastic, red top, bd lithium heparin with gel separator tube. The sample was centrifuged at 3,200 rpm for 7 minutes at ambient temperature. System check performed on 08/02/2006 was within specifications. Qc performed in the morning of the day of the event was within specifications. Qc performed in the afternoon, around 6:00pm failed. A field service engineer (fse) was dispatched to the customer's lab on 08/05/06. The fse conducted system check testing and obtained high results on all tests. The fse replaced substrate and performed substrate decontamination procedure. The fse ran system check and qc; the results passed within specifications. The fse verified instrument operation per established procedures. After service completion customer repeated accu tnl testing. A contaminated substrate line may have contributed to this event. A malfunction will be assumed for the purpose of this report.